Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an event of infusion set tubing detachment with an infusion set as the infusion set tubing came apart after being used for one day. The site of insertion was left abdomen side. The pump was located in relation to the site on the right side. The location of detachment was site location. There was no stress or pull reported on the tubing. Patient was guided to return and replace infusion set. No further information available.